Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#162747-2017-03262. The patient reported stimulation was lost 6 weeks ago after suffering a fall. Diagnostic testing performed by the abbott representative revealed amplitude would not increase as well as high impedance values on multiple lead contacts. Reportedly, stimulation was minimal on the patient's left side, therefore x-rays were ordered to further evaluate the issue. Follow-up identified surgical intervention was undertaken on (B)(6)2017 wherein both leads and anchors were explanted and replaced due to left lead fracture. Therapy was restored postoperatively thus resolving the issue.